Event description:
Related manufacturer reference number: 2017865-2021-32108. It was reported that the patient was admitted to the hospital after experiencing severe pocket pain and puss excreting from the insertion site. It was also stated that the patient had a fever and abdominal pain. The patient's implantable cardioverter defibrillator and right ventricular lead were extracted to mitigate the infection. The patient was stable.